Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the sheath tip got damaged at insertion. A new kit was used. Additional information indicates the tip of the sheath was undamaged. The exact nature of the device complaint is unclear currently.

Event description:
It was initially reported that the sheath tip got damaged at insertion. A new kit was used. Additional information indicates the tip of the sheath was undamaged. The exact nature of the device complaint is unclear currently.

Manufacturer narrative:
(B)(4). The customer returned one sheath assembly for evaluation. Visual examination of the returned sheath did not reveal any defects or anomalies. The sheath tip was full and circular; it did not have any discoloration or signs of stressing. The total length of the sheath measured and the inner diameter of the tip were measured and were found to be within specification. A lab inventory dilator was able to fully advance through the sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilator skin. The customer report of a damaged sheath tip could not be confirmed by complaint investigation. The returned sheath was full and spherical; there were no indications of stress. The sample passed all relevant dimensional and functional testing and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.